Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 17-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and presented extreme bleeding and had to underwent an ablation in the previous year. This event, seen as genital bleeding, is serious due to medical intervention and required intervention and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, the consumer had to have an ablation due to extreme bleeding. Considering event's nature and temporal relationship, causality with essure use cannot be excluded and since an intervention was performed as a treatment measure to the reported event, this case is regarded as incident. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1726, awareness date 25-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. At the moment of this report, she had depression, insomnia, ibs (irritable bowel syndrome), and gained excessive weight in stomach area. She had to underwent an ablation last year because bleeding was so extreme. She had a menstrual cycle for 3 years straight. Before essure she was a healthy women. Now at (B)(6) she has no energy what so ever. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and presented extreme bleeding and had to underwent an ablation in the previous year. This event, seen as genital bleeding, is serious due to medical intervention and required intervention and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, the consumer had to have an ablation due to extreme bleeding. Considering event's nature and temporal relationship, causality with essure use cannot be excluded and since an intervention was performed as a treatment measure to the reported event, this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.